Manufacturer narrative:
(B)(4).: physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and confirmed that the device did cycle power twice. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device cycled power (powered off, then on again) twice during an event involving a patient. The customer advised that medical personnel were able to successfully defibrillate the patient and that their ability to treat the patient was not compromised due to the reported issue. No further details about the patient or the event were provided.